Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates one clip of the vectra plate is missing, one clip is broken apart and the broken fragment is missing. One clip is blocked by a still inserted screw. The other three clips are deformed. The plate is partially discolored and has scratches and other marks all over. The relevant dimensions of the vectra plate can not be verified anymore due to the damages. We can only assume that these damages occurred during the insertion, in situ or extraction of the plate. A product development evaluation was also conducted and the report indicates the engineer reviewed the drawings for the screw and plate. The core of this complaint is post operative plate separation from the bone that results in a revision. The engineer reviewed risk assessment and it addresses the hazard of this complaint. Based on the occurrence rate calculated in this evaluation, the probability of this occurrence needs to be reviewed. The complaint description and returned implants do not provide adequate information to determine the root cause of this hazard.

Event description:
Patient was implanted with vectra plate and screw construct for acdf c5-c6 on an unknown day in 2008. Sometime in (B)(6) 2011, patient was diagnosed with dysphagia. On (B)(6) 2012, patient returned to the operating room for hardware removal. During the procedure, the surgeon reported that the plate was not flush with the bone at the top of the construct. The surgeon also noted that the patients esophagus had a tear at the level of the implant. Surgeon removed all hardware and repaired the esophageal tear. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant done on an unknown date in 2008.

Manufacturer narrative:
This device is used for treatment not diagnosis.(B)(4): investigation is on-going. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.(B)(4): placeholder.